Event description:
It was reported that a patient presented in hospital for a follow-up. Upon interrogation through x-ray, the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.